Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Amelia pietropaolo, mriganka mani, thomas hughes and bhaskar k. Somani. Role of low- versus high-power laser in the treatment of lower pole stones: prospective non-randomized outcomes from a university teaching hospital. Ther. Adv. Urol. 2022, vol. 14: 1-8. Doi: 10.1177/17562872221097345. This report is for the same article reported under manufacturer reports: 2124215-2023-56064 and 2124215-2023-56228.

Event description:
It was reported to boston scientific via an article published in therapeutic advances in urology that a prospective study was conducted in order to compare the outcomes of low-power holmium laser and high-power holmium laser for the treatment off lower pole stones (lps) with flexible ureteroscopy and laser lithotripsy (fursl). A total of 284 patients were involved in the study. All procedures were performed following the standardized step-by-step technique starting with a cystoscopy and safety wire placement, followed by insertion of either a4.5f or 6f wolf or storz semi-rigid ureteroscope over a working wire. A flexible ureteroscopy and lumenis laser were then used to perform the stone treatment. The patients involved in the study underwent fursl using either a low-power laser system or a high-power laser system. Between march 2012 and december 2016, 168 patients underwent the procedure using a low-powered 20w holmium laser system (identified as group 1). Between january 2017 and december 2020, 39 patients underwent the procedure using a high-powered 60w moses integrated system (identified as group 2). Between january 2017 and december 2020, 77 patients underwent the procedure using a high-powered 100w holmium laser system (identified as group 3). All procedures were completed successfully without any intraoperative incidents or patient complications. Following the procedure, patients in group 1 reported the following complications: 4 patients had sepsis (1 patient required temporary intensive care unit admission), 3 patients had urinary tract infections, 1 patient reported experiencing pain, and 4 patients required repeat procedures. Patients in group 2 reported the following complications after the procedure: 1 patient experienced urinary retention, and one patient required a repeat procedure. Patients in group 3 reported the following complications after the procedure: 3 patients had sepsis (1 patient required temporary intensive care unit admission), 1 patient reported experiencing pain, and 1 patient required a repeat procedure. Overall, patients who involved in the study experienced a stone free rate of 91.6% in group 1, 94.8% in group 2, and 97.4% in group 3. This event is to capture the patients who underwent the procedure using the 100w holmium laser system.

Event description:
It was reported to boston scientific via an article published in therapeutic advances in urology that a prospective study was conducted in order to compare the outcomes of low-power holmium laser and high-power holmium laser for the treatment off lower pole stones (lps) with flexible ureteroscopy and laser lithotripsy (fursl). A total of 284 patients were involved in the study. All procedures were performed following the standardized step-by-step technique starting with a cystoscopy and safety wire placement, followed by insertion of either a4.5f or 6f wolf or storz semi-rigid ureteroscope over a working wire. A flexible ureteroscopy and lumenis laser were then used to perform the stone treatment. The patients involved in the study underwent fursl using either a low-power laser system or a high-power laser system. Between march 2012 and december 2016, 168 patients underwent the procedure using a low-powered 20w holmium laser system (identified as group 1). Between january 2017 and december 2020, 39 patients underwent the procedure using a high-powered 60w moses integrated system (identified as group 2). Between january 2017 and december 2020, 77 patients underwent the procedure using a high-powered 100w holmium laser system (identified as group 3). All procedures were completed successfully without any intraoperative incidents or patient complications. Following the procedure, patients in group 1 reported the following complications: 4 patients had sepsis (1 patient required temporary intensive care unit admission), 3 patients had urinary tract infections, 1 patient reported experiencing pain, and 4 patients required repeat procedures. Patients in group 2 reported the following complications after the procedure: 1 patient experienced urinary retention, and one patient required a repeat procedure. Patients in group 3 reported the following complications after the procedure: 3 patients had sepsis (1 patient required temporary intensive care unit admission), 1 patient reported experiencing pain, and 1 patient required a repeat procedure. Overall, patients who involved in the study experienced a stone free rate of 91.6% in group 1, 94.8% in group 2, and 97.4% in group 3. This event is to capture the patients who underwent the procedure using the 100w holmium laser system.

Manufacturer narrative:
Amelia pietropaolo, mriganka mani, thomas hughes and bhaskar k. Somani. Role of low- versus high-power laser in the treatment of lower pole stones: prospective non-randomized outcomes from a university teaching hospital. Ther. Adv. Urol. 2022, vol. 14: 1-8. Doi: 10.1177/17562872221097345 this report is for the same article reported under manufacturer reports: 2124215-2023-56064 and 2124215-2023-56228.